Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included bacterial vaginosis, candida albicans infection, gravida ii, parity 2, chest pain, crohn's disease, anxiety, depression and sciatica. Concomitant products included diclofenac, medroxyprogesterone acetate (depo provera), methocarbamol, prednisone and tramadol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction: nickel allergy"), rash ("facial breakouts"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), neuralgia ("neurological conditions or problems type: nerve pain in lower extremities,pelvic area and lower back"), pelvic pain ("pelvic area/pain"), back pain ("lower back pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain/loss specify which one"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, neuralgia, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the allergy to metals, rash, pelvic pain, back pain and pain in extremity had resolved. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, device dislocation, fatigue, headache, menorrhagia, migraine, neuralgia, pain in extremity, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure coil was successfully placed in the l tube with 4 coils visible after placement an essure coil was then successfully placed in the r tube with 4coils visible after placement. Hysteroscopy fluid deficit was less than 150cc ml. Hysterosalpingography in 6 months. Pt with some abdominal cramping post procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs received. Her demographic was added. Lab data added. Concomitant medication and condition added. Event: migration of essure device, abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction : nickel allergy, infection (bladder/ urinary tract/vaginal) type: uti, rashes or skin conditions: facial breakouts, bladder or urinary problems or changes, migraines, headaches, neurological conditions or problems type: nerve pain in lower extremities, pelvic area / pain, lower back pain, vaginal discharge, fatigue, weight gain / loss specify which one, hair loss, leg pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and embedded device ('the coiled wires grossly extend into myometrium.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included bacterial vaginosis, candida albicans infection, multigravida, parity 2, chest pain, crohn's disease, anxiety, depression and sciatica. Concomitant products included buprenorphine, diclofenac, medroxyprogesterone acetate (depo provera), methocarbamol, prednisone, sertraline and tramadol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction : nickel allergy"), rash ("facial breakouts"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), neuralgia ("neurological conditions or problems type: nerve pain in lower extremities,pelvic area and lower back"), back pain ("lower back pain/back pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain / loss specify which one"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches") and pelvic pain ("pelvic area / pain"). The patient was treated with surgery (hysterectomy (full)/robotic total laparoscopic hysterectomy, bilateral salpingectomy. And robotic total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, embedded device, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, neuralgia, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the allergy to metals, rash, pelvic pain, back pain and pain in extremity had resolved. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, device dislocation, embedded device, fatigue, headache, menorrhagia, migraine, neuralgia, pain in extremity, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure coil was successfully placed in the l tube with 4 coils visible after placement .an essure coil was then successfully placed in the r tube with _4_ coils visible after placement t hysteroscopy fluid deficit was less than 150cc ml. Hysterosalpingography in 6 months. Pt with some abdominal cramping post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure worked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: mr received. Reporter information , auto-narrative supplement and event: "the coiled wires grossly extend into myometrium" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and embedded device ('the coiled wires grossly extend into myometrium.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included bacterial vaginosis, candida albicans infection, multigravida, parity 2, chest pain, crohn's disease, anxiety, depression and sciatica. Concomitant products included buprenorphine, diclofenac, medroxyprogesterone acetate (depo provera), methocarbamol, prednisone, sertraline and tramadol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction : nickel allergy"), rash ("facial breakouts"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), neuralgia ("neurological conditions or problems type: nerve pain in lower extremities,pelvic area and lower back"), back pain ("lower back pain/back pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain / loss specify which one"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches") and pelvic pain ("pelvic area / pain"). The patient was treated with surgery (hysterectomy (full)/robotic total laparoscopic hysterectomy, bilateralsalpingectomy. And robotic total laparoscopic hysterectomy, bilateralsalpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, embedded device, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, neuralgia, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the allergy to metals, rash, pelvic pain, back pain and pain in extremity had resolved. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, device dislocation, embedded device, fatigue, headache, menorrhagia, migraine, neuralgia, pain in extremity, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure coil was successfully placed in the l tube with 4 coils visible after placement .an essure coil was then successfully placed in the r tube with _4_ coils visible after placement t hysteroscopy fluid deficit was less than 150cc ml. Hysterosalpingography in 6 months. Pt with some abdominal cramping post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure worked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.